Event description:
On (B)(6) 2013, venatech lp filter was placed due to dvt. On (B)(6) 2013, pt had a chest CT to rule out pulmonary embolus. Chest CT showed multiple bilateral pulmonary emboli with the venous filter seen within the intrahepatic segment of the inferior vena cava. On (B)(6) 2013, chest CT showed that the venous filter was largely in the right ventricle with partial attachment to the tricuspid valve. On (B)(6) 2013, the pt had surgery to remove the dislodged caval filter within the right ventricle. The pt had a model rhythm that required temporary pacing, and later a permanent pacemaker was required, placed on (B)(6) 2013. The pt was discharged from the impatient hospital setting to impatient rehab on (B)(6) 2013. The cardiothoracic surgeon notes that the MFR was contacted and it was felt possible that a large clot may have dislodge the filter.